Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the valve seal was damaged and disengaged. They used a new device to resolve the issue.